Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastric biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, one of jaws snapped off inside the patient's stomach. The broken piece was retrieved with another forceps device. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastric biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, one of jaws snapped off inside the patient's stomach. The broken piece was retrieved with another forceps device. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned device showed that one of the jaws was broken off. The device was sent for material analysis where it was determined that the fractured surface exhibited evidence of bending/torsional action. No material anomalies were noted. Lastly, the device welding and riveting was found to be within manufacturing specifications. Functional analysis was not conducted due to the condition of the device. The condition of the returned incident device was consistent with the complaint that the device jaw snapped off. Based on the material analysis, the fracture likely occurred due to a torsional/bending overload. Additionally, the directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." Therefore, the most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the jaw to break. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Additional information: reportedly, the device was inspected/tested prior to insertion into the scope and no anomalies were noted. Additionally, there was no report of any difficulty or resistance while advancing the device through the scope. No biopsies were retrieved with this device prior to the alleged failure.